Manufacturer narrative:
The device was not obtained from the pt as this pt was already brought to the funeral home for burial. However, electrocardiogram strips were sent for review by the medical review boards. Analysis of the strips revealed that pacing due to rate smoothing appears to blank some of the ventricular fibrillation (vf) beats at the start of the onset of the electrogram (egm). This could have possibly caused the device not to detect this dysrhythmia and subsequently diverting shock therapy .

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator failed to convert a ventricular fibrillation (vf) experienced by this pt due to possible undersensing by the device. This happened for a total of seven times in which the device began to charge but then went into reconfirmation, and the vf rhythm was not converted. The pt was still in vf and died subsequently. The physician alleged this may have been a product malfunction, and forwarded device memory strips for review.